Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. (B)(6). Five potential lot numbers were provided for this incident. The information for each lot number is as follows: medical device lot #: 6127586, medical device expiration date:2021-04-30, device manufacture date: 05/06/2016. Medical device lot #:6168615, medical device expiration date:06/30/2021, device manufacture date: 06/16/2016. Medical device lot #:6301707, medical device expiration date:10/31/2021, device manufacture date: 10/27/2016. Medical device lot #:6287579, medical device expiration date:10/31/2021, device manufacture date: 10/13/2016. Medical device lot #:6308673, medical device expiration date:10/31/2021, device manufacture date: 11/03/2016. Investigation: investigation summary. Bd received a photo of incident lot number 6127586 from the customer facility for investigation. There were no samples received for this incident lot nor were there samples or photos received for incident lot numbers 6168615, 6287579, 6301707 and 6308673. The customer photo of incident lot number 6127586 was evaluated and the customer¿s indicated failure mode of an open seal on the eclipse needle was observed. A review of the device history records was completed for all incident lot numbers and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Investigation conclusion: based on evaluation of the customer photo for incident lot number 6127586, the customer¿s indicated failure mode of an open seal on the eclipse needle with this specific incident lot was observed. As bd had not received a sample or photo from the customer facility for incident lot numbers 6168615, 6287579, 6301707 & 6308673, the customer's indicated failure mode of an open seal with these specific lot numbers was not observed. Root cause description: based on the investigation, a root cause could not be determined. (B)(4).

Event description:
This complaint is MDR reportable. It was reported that a 21 g x 1.25 in bd eclipse¿ blood collection needle with luer adapter was found with a breach of package integrity before use. There was no report of injury or medical intervention.